Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after an implant duration of one (1) month due to endocarditis. After the initial procedure, the patient developed an acute kidney injury with rising creatinine levels and recurrent bouts of atrial fibrillation. Weeks later, the patient developed fevers and subsequent blood cultures tested positive for a staphylococcus organism and echo suggested an aortic root abscess. The patient was brought in for surgery and the upper portion of the sternal wound had dehisced with two wires having pulled through entirely. The sternotomy appeared to be infected with dense adhesions "consistent with re-operative surgery at such an early time period," as per the surgeon. The valve "had a layer of slime on all surfaces consistent with infection." This was removed, a patch was placed, and a 23mm pericardial bioprosthesis was implanted. The patient was returned to the intensive care unit with stable hemodynamics. The patient was brought in for surgery and the surgeon indicated the valve "had a layer of slime on all surfaces consistent with infection." This was removed, a patch was placed, and a 23mm pericardial bioprosthesis was implanted. The patient was then returned to the intensive care unit with stable hemodynamics.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to confirm the clinical observation. Prosthetic valve endocarditis, with or without vegetation, is a serious complication of cardiac valve replacement and valve repair surgeries. In early cases of prosthetic valve endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.